Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported dissection is a known adverse event listed in the vision instructions for use (IFU). Dissections can be influenced by several factors, including but is not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the lesion was not pre-dilated prior in implanting the vision stent. It should be noted the IFU states: pre-dilate the lesion with a ptca catheter.

Event description:
It was reported that during a procedure of the mildly calcified, mildly tortuous, eccentric, distal right coronary artery, the 4 mm x 18 mm multi-link vision was used for direct stenting of the target lesion, however, a dissection was noted at the proximal edge of the stent. A second 4 mm x 15 mm multi-link vision was used to treat the dissection. The procedure was completed successfully and the patient was reported as doing well. There was no reported patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation. Guide wire: balance middleweight inflation: medtronic. Guide cath: 6f jl 3.5. Sheath: cordis. The vision stent remains in the patient. The lot number was provided. A follow-up will be submitted with all relevant information.